Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx abdominal stent graft was implanted in a patient for the endovascular treatment of an 60mm abdominal aortic aneurysm. It was reported approximately 174 months post index procedure, the patient presented emergently to the hospital, CT was performed where an endoleak type 1b of the right limb was noted. It was stated that an endurant limb was implanted on the same day to treat the event. Event is resolved asper the physician, cause of the event was anatomy due to iliac artery dilation. No additional clinical sequelae were reported and the patient is fine.